Event description:
After the plcr75b reload had been fired in a colectomy procedure, bleeding was observed along the length of the staple line. The staple line was subsequently oversutured. The firing of another plcr75b resulted in some unformed staples. Another device was then used to complete the procedure. The patient's health was not adversely affected by the malfunction.

Manufacturer narrative:
Two plcr75b reloads were returned. Visual examination of one of them showed that it had been fired, but the appearance of the reload gave no indication of anything that would have resulted in unformed or underformed staples. The second reload had not been fired, but its printed circuit board was missing. The missing circuit board is not related in any way to the reported malfunction. The root cause of the reported events could not be determined. Evaluation summary: on 1st reload returned fired. There are no abnormalities that would result in underformed staples. On 2nd reload returned not fired. The pcb is missing, but this issue is not described in the complaint.